Event description:
Consultant reported: the patient underwent anterior cervical fusion, c6-t1 on (B)(6) 2013 which included a plate, 6 screws and 6 locking screws. As the surgeon was inserting one of the screws, the handle of the screwdriver broke into 4 pieces. All pieces were easily retrieved. It was reported that the screwdriver was angled and it is not believed that anything fell into the patient. The surgeon chose to irrigate the site as a precaution. A new screwdriver was used and all screws were implanted without any further issues. Surgery was prolonged less than 5 minutes. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing evaluation reports the screwdriver shaft has a brown discoloration to it but there is no damage. The unbroken parts of the handle appear to be in good condition. In conclusion the handle of the screwdriver broke for an unknown reason. The material, hardness and the shaft diameter conforms to specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number: additional information found during pd evaluation. (B)(4).